Manufacturer narrative:
(B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the aspiration pressure was decreasing during laser firing. Per account, the physician only performed side-cut with other suction ring since suction occur after laser firing at the bedside. There was no patient injury reported and no surgical intervention was required. Per follow-up information, a regular planned lasik was performed and it was completed with no issues. No additional information provided.